Event description:
While on vacation on the carnival breeze on (B)(6) 2025 around 2:00 am my libre three sensor started going off saying that my sugar was crashing with a reading of 56 I ate a couple of [invalid]s and drank some juice and went back to sleep an hour later the monitor went off again showing my sugar was crashing with a down pointing arrow and a reading of 52 I then called the hospital on the ship and was taken to their emergency hospital on zero deck after labs were drawn it showed that my glucose level was not crashing and it was actually elevated above 200 with a reading of 221 and climbing.